Manufacturer narrative:
The device was returned to resmed. Evaluation could not confirm the reported complaint. The device passed all diagnostic tests. An investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a hospitalized patient's oxygen level dropped while using an airsense 10 autoset device. It was reported that upon switching to a hospital device with the same settings, the patient¿s oxygen saturation improved.